Event description:
It was reported that the system intermittently would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc batteries were replaced. The system was then found to be operating as intended.